Event description:
A report was received that the patient's ipg was damaged from previous surgery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's battery was evidently fried in a hip replacement surgery because the grounding pad was placed over the stimulator battery.

Event description:
A report was received that the patient's ipg was damaged from previous surgery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was damaged from previous surgery. The patient will undergo an ipg replacement procedure.